Event description:
Baxter (B)(4) received a report that an infusor leaked from a cut on the tubing after filling. The device was filled with a solution of heparin sodium. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed due to a leak. The leak condition was due to a cut on the tubing. Examination of the cut mark showed a smooth surface on the cut, not a jagged surface. Based on the cut type morphology, the likely root cause of the reported cut condition was due to operator error during manufacturing. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.